Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced a low blood glucose (bg) level (bg value not provided), and was found unconscious and required CPR to resuscitate. The customer went to the emergency room and was subsequently hospitalized for about a week. The customer declined to give further information so no additional info or treatment of the issue could be gathered. The customer reverted to an alternate method of insulin therapy.